Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error and blank display. The patient's blood glucose level was unknown at the time of the call. The customer stated that there was moisture damage to the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power, low battery alarm or blank display noted. No moisture damage under lcd window, electronic assembly or motor noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.